Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(4). It was reported that the procedure was performed on 03/11/2019, treating a target lesion in the proximal left anterior descending (lad) artery. A 3.0 x 12 mm xience sierra stent was implanted without issue. On (B)(6) 2020, the patient was re-hospitalized with chest pain. Restenosis was noted and an additional stent was implanted. The patient condition resolved on (B)(6) 2020. No additional information was provided.